Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone16.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The date of hospitalization was not provided, therefore the date of awareness ((B)(6) 2026) was used as the occurrence date. No blood glucose readings were reported nor the duration of use. No other symptoms nor treatment were reported. The patient¿s discharge date was not provided. No further details are available. The patient was unable to confirm the product lot number associated with the event.